Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.